Manufacturer narrative:
Date of event: the issue was first noticed a few days post-op, but the exact date is unknown. The best estimate is between the implant and explant dates may 10, 2022 - sep 12, 2022. Device evaluation: product testing could not be performed as the product was not returned for evaluation. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order. Conclusion: based on the investigation, the reported event could not be verified, and no product deficiency could be identified. An attempt was made to obtain the missing information. However, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Customer reported they explanted an intraocular lens (iol) from a patient¿s left eye as the patient was experiencing halos, glare and blurred vision. The issue was first noticed a few days post-op. The patient was seen recently, and they were still complaining of halos and glare. The symptoms are not debilitating and there were no complications such as capsule tear, vitrectomy, or sutures. Another johnson and johnson lens, model diu150 of 23.5 diopter was used as a replacement. The customer declined to return the explanted iol saying it is a biohazard. No further information was provided.